Event description:
Customer alleged battery not holding a charge and the chair would tilt on its own. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsr, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number (B)(4) rev I (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer is reported to be very active. The consumer's preexisting medical condition states that he is a quadriplegic. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states batteries were replaced approximately 1 month ago. The consumer called stating that he would charge his tdxsr power chair overnight and could only use the unit for approximately 10 minutes before the power chair would allegedly die out. The consumer also alleges that the power chair will tilt on its own. This is a replacement chair, approximately 1 1/2 years ago. The dealer assessed the chair and has replaced the batteries again and the checked the charger. The dealer was unable to find anything wrong with the batteries or battery charger. The consumer continues to have the same issue. The dealer requested that the batteries, control module, joystick, charger and wiring harness be replaced. The product is to be returned to invacare for an inspection and evaluation. No injury.